Manufacturer narrative:
The device was returned to an authorized ferno group company for evaluation. Upon evaluation it was confirmed the actuator appeared to have bent the sleeve covering the actuator which prevented the wheels from going up and down. A contributing factor was thought to have been possibly impacts to the rear bumper of the vehicle before loading; however, the true cause could not be determined at the time of evaluation. The customer was provided a courtesy replacement cot to continue their trial period and the subject unit was repaired and returned to service as a demo product. The complainant was followed up with and they confirmed there was no injury or adverse consequence to the patient as a result in the delay of transport.

Event description:
It was reported while on a call with a patient on the stretcher, the crew was allegedly unable to get the front wheels to raise under power or manual methods. It was later confirmed a second unit was called in order to complete the transport of the patient. There have been no reports of any adverse consequences to the patient as a result of the delay in transport. An investigation of the incident and evaluation of the stretcher has been initiated.

Event description:
It was reported while on a call with a patient on the stretcher, the crew was allegedly unable to get the front wheels to raise under power or manual methods. It was later confirmed a second unit was called in order to complete the transport of the patient. There have been no reports of any adverse consequences to the patient as a result of the delay in transport. An investigation of the incident and evaluation of the stretcher has been initiated.